Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. Fluid was seen on the patient's floor after the patient got up to disconnect. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was not discovered in the pump module area or on the external of the cassette. The patient confirmed that fluid was found underneath the cycler on the floor. The patient confirmed that the connections were tight during treatment but could not confirm where the leak originated. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. Fluid was seen on the patient's floor after the patient got up to disconnect. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was not discovered in the pump module area or on the external of the cassette. The patient confirmed that fluid was found underneath the cycler on the floor. The patient confirmed that the connections were tight during treatment but could not confirm where the leak originated. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation. Upon further follow up, the patient confirmed that there was no moisture or fluid found inside the cycler door. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: b5, d9, h3 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. Fluid was seen on the patient's floor after the patient got up to disconnect. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was not discovered in the pump module area or on the external of the cassette. The patient confirmed that fluid was found underneath the cycler on the floor. The patient confirmed that the connections were tight during treatment but could not confirm where the leak originated. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation. Upon further follow up, the patient confirmed that there was no moisture or fluid found inside the cycler door. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.